Manufacturer narrative:
Device evaluation of belt sn (B)(4) is currently underway. The reported problem (ECG's non-functional) was confirmed. As received the belt failed incoming functional testing. All ECG electrodes failed the functional fall off test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed. The cause for the ECG failure was isolated to a pinched pulse wire in the cable connecting the distribution node and the rear therapy electrodes. The pinched wire caused a short. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.